Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, shuts off, which was not reproduced during evaluation. Evaluation found the unit to only power off through the use of the on/off key. The device passed testing and no component could be identified for causality. The symptom was confirmed through a review of the device event history log by the presence of improper shutdown messages. The device was tested to ensure it meets all specifications.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without user input. It was also reported there was no patient injury.